Event description:
It was reported that during implant, the atrial lead was unable to be anchored. The helix screw did not move and after ten turns, the helix jumped out of the lead. The lead was not implanted. Due to the length of the procedure and the patient's history of paroxysmal atrial fibrillation, the physician decided to implant a single chamber pacemaker instead; subsequently, the lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on the distal conductor. It was also noted there was blood in/on the helix/lobe mechanism.